Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that when the patient sits in a metal chair, the stimulator shocks her to where it feels like she is being stabbed in the area which the stimulator is at. The patient has been in 4 different stores and has set off the sensors going in and coming out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.